Manufacturer narrative:
E. Customer requested to remain anonymous. No facility/contact information available. (B)(6) used for the state (state of corporate office). E4. The initial reporter notified the FDA on 10-may-2024. Medwatch report is mw5154905. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 4025342. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte-n autoguard winged catheter tip frayed. The following information was provided by the initial reporter: IV catheter split/frayed at the tip when inserted into the vein during IV insertion. 4582: no clinical signs, symptoms or conditions.